Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump passed the delivery accuracy test at 0.08735 inches. The insulin pump was also received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was unknown at the time of hospitalization. The customer's blood glucose was 345 mg/dl at the time of call. The customer stated that the blood glucose was treated. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and found that the cannula was bent. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.